Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. In addition, it was reported that air bubbles were observed within the cartridge tubing, and the cartridge was leaking from an undefined area. Customer changed the cartridge to resolve the issues. There was no reported impact to customer's blood glucose level.